Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposed by customer.

Event description:
Customer reported that about 2cm of the drill bit has broken off and it is left in the patient. Unintended metal left in patient. The consultant orthopaedic surgeon made the decision based on lowest risk. During the follow up appointment, the patient has progressed well and is not concerned.